Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus using the packaged needle. During the injection after puncturing the patient's skin with the needle, the plunger rod was pulled back and the plunger rod dislodged. The needle was pulled out and the plunger rod was adjusted several times and it was still unable to withdraw it. The same injection site was punctured twice. No adverse events were noticed during the injection. There were no reported injuries.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus using the packaged needle. During the injection after puncturing the patient's skin with the needle, the plunger rod was pulled back and the plunger rod dislodged. The needle was pulled out and the plunger rod was adjusted several times and it was still unable to withdraw it. The same injection site was punctured twice. No adverse events were noticed during the injection. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found one full syringe of 0.8 ml, received with a box, a tray, and a needle attached, but without cap. No defect observed on the syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus using the packaged needle. During the injection after puncturing the patient's skin with the needle, the plunger rod was pulled back and the plunger rod dislodged. The needle was pulled out and the plunger rod was adjusted several times and it was still unable to withdraw it. The same injection site was punctured twice. No adverse events were noticed during the injection. There were no reported injuries.